Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump would keep going when attempting to fill the infusion set line. The customer stated they were unable to set up the insulin pump to the .5 amount. The customer's blood glucose was unknown at the time of incident. The customer declined to return the insulin pump for analysis.